Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump dropped onto the cement and then became nonfunctional. The device made a loud noise. The customer removed the battery and reinserted it but the insulin pump would only count to six and then stop functioning. The patient's blood glucose at the time of incident was 150 mg/dl. During troubleshooting the insulin pump was unable to complete the self test. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the mother board. Unable to perform any tests due to the blank display. No audio/beep anomaly was noted during testing. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window. The pump also had a blank display due to moisture damage on the mother board.